Event description:
Procedure performed: promo fixation. Event description: the scissors would not cut at the tip. The surgeon changed devices (same lot). These also would not cut. Since it was the end of the procedure, the surgeon chose not to change them again. It happened sometime last week, the exact date is unknown. Intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The event device is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit.  However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: promo fixation. Event description: complaint 1 of 2: (B)(4) [MFR #2027111-2022-00455]; complaint 2 of 2: (B)(4) [MFR #2027111-2022-00456]. The scissors would not cut at the tip. The surgeon changed devices (same lot). These also would not cut. Since it was the end of the procedure, the surgeon chose not to change them again. It happened sometime last week, the exact date is unknown. Intervention: change of device. Patient status: no patient injury.